Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the expressew iii ac + forceps fails in the ligament clamp operation, so it is not functional for surgeries, the acquisition of the clamp was on (B)(6) 2020, and from the first surgery it failed. The device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken; however, the jaw is loose, it cannot be closed completely, there is a free play of 3mm on closed position. Due to the condition of the jaw, the functional test was not performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, a larger amount of tissue that was grasped and an excessive force applied to the device's lever can lead to a loose jaw, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroplasty procedure on (B)(6)2021, it was observed that the expressew iii ac+ gun device failed in the ligament clamp operation that it was not functional. During in-house engineering evaluation, it was determined that the jaw was loose and could not be closed completely that there was a free play of 3mm on closed position. The procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.